Manufacturer narrative:
The insulin pump was received with button error alarm and intermittent button response due to corroded keypad traces. Device was received with normal operating currents. Device was monitored for several days and no low battery alert alarms occurred during testing. Device had cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.

Event description:
The customer reported via phone call that the numbers on the screen started scrolling when trying to deliver a bolus and the insulin pump alarmed button error. He also reported he had a battery error; customer stated it may have been a low battery alert but the battery indicator was full. The customer did not recall any significant events leading to the alarm. Blood glucose value was 162 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.